Event description:
It was reported by a competitor that both leads were explanted due to failure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Information was originally received from a competitor. Additional information was later received from a health care professional. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead in segments returned. Outer insulation breached; full lead in segments returned. Other: it was reported by a competitor that both leads were explanted due to failure. Additional information was later received and reported that the ventricular lead impedance was greater than 10,000 ohms, and a chest x-ray showed a fracture. The atrial lead was also returned and analyzed. It tested out of specification during manufacturer's analysis. No patient complications were reported as a result of these events. No conclusion can be drawn; device failure.

Event description:
It was reported by a competitor that both leads were explanted, due to failure. Additional information was later received and reported that the ventricular lead impedance was greater than 10,000 ohms, and a chest x-ray showed a fracture. The atrial lead was also returned and analyzed. It tested out of specification during manufacturer's analysis. No patient complications were reported as a result of these events.